Event description:
It was reported the pt suddenly lost the ability to charge his ipg approx six months ago. The ipg would not communicate with external devices and the programmer would display an error code. An sjm rep met with the pt and confirmed the issue. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.